Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-feb-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the door was failed. A field service engineer initially inspected the es refrigerator, and it was observed that the top hinge screw required tightening, but there was no clear or visible access to do so. Upon further inspection, it was confirmed that the top hinge was loose. The chrome plating covering the hinge was removed to gain access, and the screw was tightened securely. The customer was then asked to verify the functionality, and the refrigerator operated without any issues. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ es refrigerator had a door hinges were crooked and falling off. The customer stated that there was no delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.